Manufacturer narrative:
Result: sharp edge on damaged headboard.

Event description:
It was reported by service report that the headboard was cracked leaving a sharp edge. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.